Event description:
It was reported a message for possible output circuit damage was prompted when the patient received an inappropriate therapy. The device was restored by firmware download and remains implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.